Event description:
It was reported that the patient faced a leakage event which was from the insertion site of infusion set on (b)(6) 2024.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchangedIMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log ReviewAdditional information - This Medical Device Report (MDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summaryComplaint Investigation Results:Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 17/JUL/2026 against ¿Lot Number¿6007408¿ and Similar Malfunction Codes Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress ¿ trace moisture / superficial wetness.The review confirmed that Lot 6007408 and the identified failure mode are not associated with any Nonconforming reports (NCR) or Corrective and Preventive Action (CAPA) of the same or similar nature.The complaint can be closed referencing the investigation (as it addresses the Malfunction).Similar Complaints search:A query was run in the eQMS on 17/JUL/2026 against ¿Lot Number¿ criteria equal ¿6007408¿ and Similar Malfunction Codes Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress ¿ trace moisture / superficial wetness.The count of complaints is 1. The complaint number is: complaint (b)(4).Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion:Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment ¿ Conclusion Summary of Complaint Investigation (No further investigation):Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Database 001031 (Monthly TRIPS and Alerts) CAPA Determination = No CAPA RequiredComplaint Unconfirmed:Following investigation, the reported complaint is unconfirmed as analyzed.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.